Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported prior ro use that cardiosave (intra-aortic balloon pump) iabp had screen broken. There was no patient involvement reported.

Event description:
It was reported by customer prior ro use that cardiosave (intra-aortic balloon pump) iabp had screen broken. There was no patient involvement.

Manufacturer narrative:
Additional contact person name: (B)(6). Updated fields: b4, b5, b6, b7, d5, d9, d10, e2, g3, g6, g7, h2, h11 corrected fields: g2, h6(problem code) replaced display as resolution and other parts for precautionary service. Ran all the tests in accordance to the manufacturer specifications. All tests are within range. A supplemental report will be submitted upon completion of our investigation.